Event description:
.

Manufacturer narrative:
Correction: user facility medwatch report shows incorrect catalog number of product. Actual catalog number is 4111-0008. Investigation is not complete. Trends will be evaluated. Event device code is addressed in package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00234, 00235, 00236.